Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this rv lead exhibited under sensing and low amplitude measurements the lead was repositioned as it perforated the heart. No additional adverse patient effects.